Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bilateral mastectomy case, the surgeon while the plasmablade device was touching metal forceps she reported a flame from the device tip. The flame melted the heat shrink on the device. There was no adverse effect to the patient or staff.